Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of 0 ohms. The shock impedance measurements were stable prior to this measurement. The patient was in the hospital at the time of the low measurement; therefore, boston scientific technical services (ts) discussed possible electromagnetic interference (emi) impacting the shock impedance measurements. It was later noted that no source of electromagnetic interference (emi) was able to be confirmed. The shock impedance measurements were tested and noted to be normal. The lead remains in service. No adverse patient effects were reported.